Manufacturer narrative:
.

Event description:
The hcp reports following a catheter access port procedure, the previous day, the patient began experiencing vomiting and double vision. Following the procedure, the catheter had been primed with 0.414 ml of drug instead of 0.207 ml over a duration of twenty minutes. The cp patient usually receives 448 mcg/day (concentration 2000 mcg/ml) of baclofen and the patient received an extra 414 mcg from the bolus error. The patient was on their way to the hcp's office for further treatment (unspecified). Additional information has been requested but was not available on the date of this report.